Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged dizziness, fluid in lungs, headaches, chest pain, can't breathe, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on november 02, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dizziness, fluid in lungs, headaches, chest pain, can't breathe, nasal/throat irritation or sorenes related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the exterior investigation, pil observed no evidence of foam of the device and there is unknown dust or dirt contamination present on all surfaces of the base unit the device did not return with an sd card or filter there is an unknown dust contaminate present at the air inlet where the filter would be at the iso port entrance there appears to be unknown mineral deposits at the air inlet. There is unknown debris in the tracks of the ui panel. During the internal investigation there is an unknown white dust contamination found on the bottom enclosure blower box housing, blower motor, blower impeller, and the rare panel o-ring. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit and in secondary findings unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with the degraded sound abatement form the presence of contamination throughout the airport suggests a source external to the device. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that, unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Confirmed the presence of multiple contamination in the airpath. In this report, section d9, g3, h3, h6 has been updated.